Manufacturer narrative:
Product analysis the full lead was returned and analyzed. Analysis indicated that there was a connector pin observation. Visual analysis of the lead indicated damage at implant. The analyst noted according to the reported, there was no set screw marks on the connector pin-- lead was not fully inserted into the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that the lead had undersensing, diminished r wave sensing and no sensing during positioning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated that there was a connector pin observation. Visual analysis of the lead indicated damage at implant. The analyst noted according to the reported, there was no set screw marks on the connector pin-- lead was not fully inserted into the device. If information is provided in the future, a supplemental report will be issued.